Event description:
Information received by medtronic indicated that the customer stated battery failure occurred. Troubleshooting was done and it was found that the pump shows physical damage, also customer reports the pump has been dropped. No harm requiring medical intervention was reported. The customer will discontinue using the device and revert to a backup plan as per hcp instructions. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer returned insulin pump for alleged failed battery test and cosmetic damage located at the insulin pump battery side and back side found on (B)(6) 2022. The insulin pump passed the displacement test, active current test, and self test. The insulin pump failed the sleep current test. ¿test p-cap locked properly into reservoir compartment during testing. Successfully downloaded insulin pump history files and traces using thump software. The power management graph confirmed unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insulin pump alarmed a failed battery test on the event date of november 20, 2022 at 22:16:17.000 or 10:16:17 pm. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, moisture damage was found isolated to the battery tube. Swapping out electrical board 1 with a test electrical board 1 confirms high sleep current measurement isolated to electrical board 1.the following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), pillowing keypad overlay, battery tube threads - cracked, and corroded battery tube. Moisture damage was confirmed isolated to the battery tube. Cosmetic damage was confirmed at the insulin pump battery side and back side. High sleep current measurement was confirmed problem isolated to electrical board 1. Failed battery test was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.